Event description:
It was reported that the pump screen was broken, rendering it illegible. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device to be returned, and distributor coordinated replacement pump shipment, with no further outcome details provided.